Manufacturer narrative:
The implant was returned to the manufacturer and evaluated. The evaluation leads one to believe that fusion occurred because there was evidence of bone growth through the implant and there was bony ingrowth on the implant surfaces. It is possible that after 3.5 years, the device became loose due to patient contraindications (e.g. Osteoporosis, infection, smoking, etc.). This adverse event was documented in the qms at the manufacturer after the event. During an internal audit done in 2018, it was discovered that form 3500a had not been successfully submitted to the FDA. It appears to be lack of training on the submission process with esg and a CAPA was open to address this.

Event description:
The patient had the initial surgery on (B)(6) 2014 and a valeo c was implanted. In 2017, follow-up imaging showed some space between the implant and vertebrae. The valeo c implant was removed on (B)(6) 2017 by the surgeon because the implant was loose when the surgeon grabbed onto it. The surgeon communicated that there was a solid core of bone growth through the implant with some bony on growth on the superior and inferior surfaces. The surgeon removed the valeo c implant and replaced it with a vbr.